Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, the battery compartment was cracked above, and below the grip pad. The battery cap was undamaged and was able to fit securely. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 06/16/2017.